Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has stopped hearing with the device after a head trauma occurred.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. As per new information received the recipient passed away due to device unrelated medical reasons.

Event description:
The user has stopped hearing with the device after a head trauma occurred.